Event description:
It was reported that the patient presented with a preoperative diagnosis of failed left total knee arthroplasty, patellar component. The patient underwent a revision of left total knee arthroplasty, patellar component, as well as polyethylene liner exchange.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation - the associated devices were returned and evaluated. A visual inspection of the returned devices shows one pe insert, one knee femoral implant and one knee tibial implant that were received for investigation. A lab analysis was completed with the following results: cement was mostly adhered to the pocket of the non-articulating surface of the patellar implant, but a section was broken off on the lateral side. There was also some deformation of the pegs, which may have been caused after the component became loose. Abrasion and deformation were noted on the articulating surface of the patellar implant. Abrasion and pitting could be seen on the articulating surface of the insert, particularly on the medial side. Signs of wear were found on the anterior of the post on the insert. Abrasion, pitting, and some yellow discoloration were found on the non-articulating surface of the insert. Pitting could have been a result of cement particles liberated from a loose cemented implant (e.g. The patella implant) becoming trapped in the trough of the insert and being pushed into the insert by the femoral component. An impact may have contributed to the failure of the patellar component. The exact cause of failure could not be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A definitive root cause cannot be determined with the information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. (B)(4).